Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient couldn't get the programmer charged. The caller was not sure what was wrong with the equipment. The caller was able to put aaa batteries into the equipment, but the programmer did not power up. The patient called back later and clarified that a code kept coming on the programmer that says a reset occurred. The patient confirmed they were seeing a power on reset (por) code. The patient noticed the issue started about a month ago. The patient reported being in the hospital about 2 months ago and that was when the ins battery ran down. The patient confirmed the programmer was working as designed and the issue had resolved. No further complications were reported.